Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged no air flow and machine was smoking. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The patient has alleged no air flow and machine was smoking. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center. And observed the pca burn. The customer complaint was reproduced. There was no error has been identified. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: device problem code, evaluation method code, evaluation results code and conclusion code grid has been updated.